Manufacturer narrative:
Retainer = black the customer alleged the pump is under delivering causing high bgs and battery charge last less that expected reported on (B)(6) 2021. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08695 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts, power related alarms, or under delivery anomaly noted during testing. A review of the history files shows the pump alerted low battery on (B)(6) 2021, on (B)(6) 2021 (B)(6) 2021, (B)(6) 2021, and (B)(6) 2022. No excessive or unusual power/battery related alarms noted in the history files. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. Under delivery and high bg anomalies are not confirmed. Battery charge lasting less than expected is not confirmed. No unexpected power/battery alarms during testing or excessive power/battery alarms found in the downloaded history files. (B)(4) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not delivering the insulin correctly and it leads to lot of high blood glucose levels when it gets to the bottom of the reservoir. The batteries were wear out faster. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.